Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medical records from a peritoneal dialysis (pd) patient's registered nurse (rn) revealed the pd patient reported abdominal pain on (B)(6) 2015 and was admitted to the hospital on the same day due to an episode of (B)(6). The nurse stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient continued peritoneal dialysis treatments while hospitalized, thus no treatments were missed. The pd patient was discharged on (B)(6) 2015 and continued antibiotic treatment in-clinic. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.